Event description:
We attempted to place the scope down into the esophagus and it was advanced into the stomach and insufflated. She had an oddly j-shaped stomach, which made it difficult to visualize. But once we were able to visualize the entire thing, we attempted palpating  the abdominal wall and we felt we had an indentation, it was not great, but we could see indentation and we attempted to place the angiocath through a small stab incision in the skin and hugged it to the base but we were unable to get it into the stomach. At this point, we decided to do an open gastrostomy tube. Scope was removed. The stomach was decompressed on withdrawal of the scope. Her abdomen was prepped and draped in the usual sterile fashion. A timeout procedure was  repeated. An upper midline incision was created. Dissection was carried down through the generous subcutaneous tissue. The fascia was opened in the midline and  the peritoneum was briefly explored. There was no evidence of any  intraabdominal bleeding or injury to the bowel. We swept the small bowel and  transverse colon and omentum down and were able to identify the stomach. A babcock was placed on the stomach and delivered down into the wound. A pursestring suture of 2-0 pds was placed and a second one was placed around  that. We then passed initially a 24 french feeding tube through a small stab  incision in the left upper abdomen. On testing the balloon, there was a leak. We then brought a new tube on the field and brought it through the abdominal wall, tested the balloon and it seemed intact. We made an opening in the stomach between the pursestring sutures, inserted the gastrostomy tube, inflated the balloon and then began suturing it to the abdominal wall using  the 4 quadrant technique with a 2-0 silk. We then pulled up on the g-tube to bring the stomach up against the abdominal wall to tie the sutures and the tube came out with the balloon completely  deflated and defective. At this point, we passed another 20 french tube through the abdominal wall. We were able to insert it through the opening in the stomach and inflated the  balloon. After testing it and it seemed to hold. We then secured the sutures in 4 quadrant technique.